Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician was unable to shuttle down to a definitive stop. The device was removed and it is noted that there was no advancer tube visible and the sealant was attached to the wire. The patient was converted to 15 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home 5 hours after the procedure with no clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was covering the balloon and the advancer tube was engaged to the distal tamp lock. Blood was found on the outside surface of the sealant. The introducer sheath was not returned, therefore physical evaluation to determine whether there was kink or damage that may have obstructed the device path could not be made. The review of the lhr (lot f1308602) indicated that the device lot met all established performance criteria prior to shipment. The incident description stated that "the physician was unable to shuttle down to a definitive stop. The device was removed and it was noted that there was no advancer tube visible and sealant was attached to the wire." However, the advancer tube was properly engaged to the tamp lock as received. This condition is consistent with the post procedural simulated deployment. Based on the provided information and the investigation performed, the root cause for the reported event could not be conclusively determined.